Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the similar equipment was used to finish the procedure.

Event description:
It was reported that before, at the beginning for a therapeutic laparoscopic hysterectomy procedure, the subject device had an error e226 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue, the subject device was showing e226 error scope communication error. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.